Event description:
It was reported to philips that intermittently the system geometry could not be moved. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to philips that the system could not move frequently. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party service to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to philips that the system could not move frequently. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party service to repair the system without revealing the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. The catalog item identifier has been updated.